Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15196. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt is without stimulation. The sjm rep met with the pt and diagnostic testing indicated 0.00 impedance values on all lead contacts. Reprogramming was unable to resolve the issue. The pt stated when stimulation was turned on she experienced vibrating sensation in her lower abdomen which ceased when stimulation was turned off. X-rays are to be taken and the pt is to consult with her physician regarding possible surgical intervention as the next course of action.